Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) went onsite and confirmed reported issue. The fse replaced the patient side manipulator (psm) to resolve the issue. Isi has not received the psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they were not capable to insert any instrument on arm 1. It was stated that the instrument would get stuck around 5 cm of insertion range. Before calling technical support, the customer had already replaced the instrument, the cannula and drape. The tse reviewed the error logs and found error 22023 pointing to axis 3. The tse guided the customer to undock arm 1 from the patient and manually moved it. Furthermore, the tse guided the customer to undrape the arm looking for any obstruction on insertion axis without success. After doing so, the customer was able to insert the instrument, but it was stated that it was making a grinding noise and was not moving as usual. The surgeon decided to swap to the other system to continue with the procedure. The procedure was converted to another dv and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system powered on with no indication of an issue. It was only once the instrument was to be advanced that the problem became apparent. After speaking with technical services, we had to power down the si system and convert to the x system, this took around 20 minutes to achieve. The patient showed no adverse effects during the changeover and the case was completed on the x system.

Manufacturer narrative:
The patient side manipulator (psm) has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint during a visual inspection. The front linear bearings will be replaced as a fix. Due to nature of the failure and extensive repairs required, the unit will be scrapped and not repaired.

Event description:
Refer to h10/h11 for follow-up information.